Event description:
It was reported that a dexcom g7 continuous glucose monitor paired to the dexcom app failed to pair with the ilet system, consistent with an intermittent communication failure associated with the antenna component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the dexcom g7 and the ilet attributed to an electrical and magnetic subsystem component, specifically the antenna, resulting in intermittent communication failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.